Manufacturer narrative:
Retainer ring = black. Insulin pump passed the displacement test and self test. Pump failed the sleep current test and active current test. High sleep current and active current isolated to the electronic assembly (pcba 2). Pump successfully downloaded traces and history file using thump. The power management graph confirmed battery lasts less than expected due to high sleep and active current. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery did not last more than 24 hours. Customer received low battery alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.